Event description:
The reporter stated that the pt had been hospitalized august 2-13 for a kidney infection. When she returned home and began testing again on her surestep meter, she began obtaining the er1 message, would retest and get a result in the "200's". He stated that she got the hi result when her blood glucose was high. He was not concerned about the er1 message, but with potential inaccuracy based upon comparisons performed on himself (non-diabetic) yielding results of 43 and 120 one minute apart and 43 and 87 (back to back testing, separate finger sticks). He made no allegation of harm.